Event description:
Additional information was provided that a commanded 1.1 joule (j) and 31 j test were not performed. An echocardiogram was performed and the patient's ejection fraction was within normal limits at 55%, and the patient had never received therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedances of greater than 125 ohms, exhibited by an unidentified shock lead. It was noted that the shock impedances had been trending upward. Boston scientific technical services (ts) advised delivering minimum and maximum energy shocks to test the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the sensing, rv pacing impedance, and rv pacing threshold measurements were normal. It was noted that the rv defibrillation lead was a non boston scientific lead.

Event description:
Additional information was provided that a minimum and maximum energy shock were to be delivered to test this patient's system; however, the patient's vein was occluded so was not performed. It was noted that the patient had never received tachycardia therapy from the device since it was implanted, thus the physician elected to turn off tachycardia therapy. No adverse patient effects were reported.